Manufacturer narrative:
Initial MDR for this record, 0003015876-2020-01335, was later determined to be a duplicate of manufacturer report # 0003015876-2020-01331. No further reporting will be provided under manufacturer report # 0003015876-2020-01335; please reference manufacturer report # 0003015876-2020-01331 for further information.

Event description:
The customer contacted physio-control to report that their device had a non-critical issue. Upon further inspection from physio-control, they observed an event code logged in the device's memory. The event code logged in the device's memory is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory. Physio tested the device's defibrillation delivery and was unable to find any issues with this function. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the observed issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a non-critical issue. Upon further inspection from physio-control, they observed an event code logged in the device's memory. The event code logged in the device's memory is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.